Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Following information provided the bed head section was lowering unintenionaly. No injury was reported.

Manufacturer narrative:
It was reported by a customer representative that a backrest section of a citadel plus bed frame lowered without any command given. The bed displayed the error e300 - control button depressed for more than 90 seconds. The patient who was using the bed was on a feeding tube. No injury was reported. The patient was moved to another bed. The bed was evaluated by arjo. During inspection it was determined that the control cables of the head right side rail were smashed. It was unclear how the cables were damaged. The instruction for use (IFU) for citadel bed (830.213-en rev.k) contains information that the caregiver should check operation of side rails daily . Also the IFU includes information about function of lock-outs: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed" during the visit, an arjo technician explained to the customer how to use the lock-out function the reported unintended movement was resolved by replacing the side rail. To sum up, it was reported that the bed did not meet its performance specifications due to unintended movement . The alleged issue occurred at the time of use the bed by the patient. The complaint was decided to be reportable due to customer allegation of unintended movement. No injury was reported.